Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Visual inspection did not find any dislodged blade. The instrument was placed on the system arm. Self- test never passed despite several installations. Error 22026 kept occurring. Error 22026 states the vessel sealer instrument failed during homing. The system will prevent use of the instrument. This could be caused by a dirty or broken vessel sealer instrument. Blade was manually brought out but did not appear to be damaged. Review of logs did not find any initialization failures or blade jammed errors using system sk1652. Grip tube retaining ring was found to be dislodged and was recovered the internal magnet. This allowed the grip tube to slide independent of the grip drive adapter. The grip adapter can open the jaws by pushing the grip tube, but with no retaining ring, the grip drive adapter slide over the grip tube when attempting to close the jaws. This results in the instrument jaws not being able to close all the way, and is likely the result of the failed cut, blade exposed and the resulting homing failures. Additionally, the grip tube washer was found slightly dislodged from is intended location, as there is no retaining ring to hold it in place. The lock ring was found inside the instrument, attached to the magnet. The instrument was used without issue for approximately 80 minutes, likely indicating the washer was only partially installed during manufacturing and dislodged during use. The root cause of this failure is due to manufacturing.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend was found to have the blade exposed. A backup instrument was used to continue with the case. The procedure was completed as planned with no reported injury.